Event description:
During the implantation attempt, failure to capture was observed in both unipolar and bipolar configuration, even at high output. Therefore, the device was not implanted. Reportedly, normal threshold values were obtained with the psa.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), (B) (4) (formerly ela medical) is filing this MDR at this time. Analysis is pending.